Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the over infusion. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event during flow rate testing. The over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (medication, dose, programmed amount and delivery rate unknown). The device was programmed to deliver 100cc/hour and had infused 150cc in 51 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.